Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that they had received motor error and motion sensor test failure alarm. The customer¿s blood glucose level was 122 mg/dl at time of incident. The customer reported that the insulin pump had motion sensor test failure alarm and kept going back to rewind sequence and was unable to rewind. It was reported that they were unable to troubleshoot the motor error as the pump was stuck in the start up sequence. The customer had declined to return the pump. The insulin pump will be returned for analysis.